Event description:
It was reported that the patient said the plastic from the unit has come off and the power port is exposed. Tcm to send biobox. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks). Per additional information received customer via email on 30sep2025, customer advised patient did go to the hospital with a bladder infection but cannot confirm it was from wick use. They are not currently using purewick.

Manufacturer narrative:
Correction: d, h. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the plastic from the unit has come off and the power port is exposed. Tcm to send biobox. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks). Per additional information received customer via email on 30sep2025, customer advised patient did go to the hospital with a bladder infection but cannot confirm it was from wick use. They are not currently using purewick.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Since the lot number for this complaint is unknown, the manufacturing site for pwfx30 can either be juarez or malaysia. Hence both ifus were reviewed for this investigation. The reported event is addressed within the labeling as it states, warnings: to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site experiencing moderate/heavy menstruation and cannot use a tampon always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days. A DHR could not be performed since no lot number was provided. Corrections: h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient said the plastic from the unit has come off and the power port is exposed. Tcm to send biobox. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks). Per additional information received customer via email on 30sep2025, auth advised patient did go to the hospital with a bladder infection but cannot confirm it was from wick use. They are not currently using pw.